Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and pump shut off. Customer's blood glucose was 246 mg/dl. Reportedly, customer charged pump and reloaded cartridge to resume insulin delivery. Tandem technical support reviewed pump data and after charging battery, it depleted as intended.